Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) undersensing information.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting elevated thresholds and undersensing of r-waves. The lead was re programmed and remains in use. It was also reported that the implantable pulse generator (ipg) was not displaying proper marker channels during a sensing test. Ventricular sensing markers were appropriately labeled after lowering sensitivity. The device was reprog rammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.